Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.

Event description:
During preparation for an atrial fibrillation procedure, with the patient prepped and under anesthesia. A communication issue occurred and the case was cancelled. The amplifier was powered on and showed a green light, however, after a few minutes the connection between the amplifier and dws was lost and a blinking amber light was displayed. The amplifier was restarted 3 times with no resolution and the case was cancelled with no consequences to the patient. The procedure was rescheduled.